Event description:
Per the report received from mexico, this 65-year-old patient had this 21mm magna valve explanted from the aortic position after an implant duration three (3) years and six (6) months due to severe tissue degeneration, possibly caused by endocarditis, which led into stenosis (mean gradient 40.8mmhg; estimated avai 0.29cm2/m2) and mild perivalvular leak (pvl). Bacterial endocarditis of the native mitral valve with anterior leaflet vegetation was noted on echocardiogram during the index surgery. Additionally during index surgery, a pseudoaneurysm was also noted by the surgeon, which reportedly may have been caused by the congenital bicuspid valve, leading to the valve replacement. The patient presented with nyha class ii symptoms, dyspnea on moderate exertion, fever, chest pain and persistent dry cough treated with two IV doses of antibiotics. A 21mm surgical valve was implanted in replacement, and the patient was noted as to be stable.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section h6 (investigation findings, and investigations conclusions). Corrected data in section b3 and g1. H11: additional manufacturer narrative: attempts to retrieve the device and additional information were unsuccessful. Therefore, the device was not returned for evaluation. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.